Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became disconnected from the transfer set. The patient reconnected and continued therapy. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.